Manufacturer narrative:
Reported event of the device breaking is confirmed. Examination of the returned used device, item 8532 found cannula tube detached from the handle. A likely cause of this event is due to the application of excessive force and/ or collision with another instrument during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the zone specific ii meniscal repair system is a limited reuse item. The reuse schedule will be determined from the care taken during use. Using the device in a pry bar type manner will greatly reduce the life of the component. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the 8532, zone specific ii meniscal repair cannula right anterior was being used on (B)(6) 2024 during a meniscus repair procedure when it was reported ¿during a meniscus repair operation, 8532 was used to create a portal, but the joint part was damage. Since the portal had already been created, no alternative product was used.¿. Further assessment questioning found that ¿the junction of the device broke while the suture was passing through. The device was grabbed using a retriever and pulled back to remove it. No other fragments fell into the surgical site.". The procedure was completed with a 20-minute delay and no alternate device was used. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the 8532, zone specific ii meniscal repair cannula right anterior was being used on (B)(6) 2024 during a meniscus repair procedure when it was reported ¿during a meniscus repair operation, 8532 was used to create a portal, but the joint part was damage. Since the portal had already been created, no alternative product was used.¿ further assessment questioning found that ¿the junction of the device broke while the suture was passing through. The device was grabbed using a retriever and pulled back to remove it. No other fragments fell into the surgical site." The procedure was completed with a 20-minute delay and no alternate device was used. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.